Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen ("500" at 283 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and multiple sclerosis. On 04-jan-2016, it was reported that the during a normal eos (end of service) replacement procedure, when the physician attempted to remove the sutureless connector it was damage. The physician was concerned that it did not release easily. The connector was replaced. There were no problems with the pump or the patient before or after the surgery. The patient was doing fine after surgery. The patient status was reported as "alive - no injury". The issue was resolved. The lot number of the gablofen, the patient's other medications, and pertinent medical history were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation summary: analysis of the catheter sutureless connector found ¿no significant anomaly ¿ non-significant indent in seal ¿ did not affect infusion¿. Conclusion code is no longer applicable for this event.